Event description:
A customer contacted beckman coulter regarding an erroneously elevated troponin (accu tni) result that was generated by the synchron lx I 725 instrument. A patient sample was tested for accu tni and a result of 18.9ng/ml was obtained. The result was reported out of the lab and questioned by a physician. On the same day, a new sample was collected from the patient and tested for accu tni and the result was 0.10ng/ml. The customer then re-tested the original sample for accu tni and repeated result was 0.10ng/ml. Based on available information, the patient was transferred to another hospital, but did not receive treatment. The customer did not receive any report of pt injury requiring medical intervention or change to patient treatment attributed or connected to this event.

Manufacturer narrative:
Per customer, qc and system checks have been recovering within their specifications. Pre-analytical sample handling information was not provided. A field service engineer (fse) was dispatched to the customer's lab in 2007: the fse performed a preventive maintenance (pm) to the instrument (there is no information why pm was performed) per fse, no parts or adjustment to the instrument were required. The fse conducted diagnostic testing and results passed within specifications. The fse verified instrument performance per established procedures. A clear root cause has not been determined in this event. A malfunction will be assumed for the purpose of this report.